Manufacturer narrative:
Due to time line associated with this event, the device has not yet been evaluated. Custom ultrasonics inc scheduled and will dispatch service technicians to the facility on (B)(6) and (B)(6) to investigate this incident. A follow up report will be provided upon completion. Custom ultrasonics inc is reporting this event with an abundance of caution.

Event description:
The customer reported that signs of carbapenem resistant enterobacteriacea-e.coli metallo beta lactamase were found on two of the four pentax model ed 3490tk endoscope used at their facility. This was confirmed by testing at the center for disease control. The customer does not know how the incident occurred. They found several patients over a period of time with this organism and was able to trace it back to the scope used by their facility. The facility tested the system 83 plus for this organism, the results were negative. (B)(6) hospital notified 131 people of the incident, to date, 20 people tested positive, 9 patients experienced infection of some sort attributed to the exposure of this organism.